Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was experiencing right hip pain and a burning sensation in the hip. The caller wondered if the integrity of the stimulator could be compromised and causing the pain; this did not appear to be an allegation of device failure, but rather a general inquiry. The caller confirmed that the burning sensation is a new issue, but the patient has had a lot of pain in their leg and hip and that this could be the patient's arthritis too. The leg pain had occurred of the last year or two, but the "hip pain is kind of new." Patient status is unknown at the time of this report and it was noted that the patient is currently hospitalized at the local hospital under the care of their healthcare provider (hcp). There were no further complication reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) confirmed that the hospitalization was not related to the implantable neurostimulator (ins) device and/or therapy. The patient had multiple falls with a hip injury. The cause of the burning sensation and pain in the leg/hip was reported as likely secondary to the fall. The issue was not resolved and the patient was to see a neurologist. The hcp was unsure of the patient¿s weight at the time of the issue.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.